Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A service visit was scheduled for a sorin group field service representative to investigate the issue. However, the customer canceled the service request. Through follow-up communication, sorin group (B)(4) learned that the customer was able to resolve the issue without sorin assistance. It was reported the pump is now working and was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the issue. There is no trend for this kind of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. User resolved issue; service canceled.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump malfunctioned during a procedure and the override mode had to be used to continue the case. There was no report of patient injury.